Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pocket 1.2, b2 cubie failed and entire drawer become non functioned. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.2 pocket b2 was failed. A field service engineer ejected cubie pocket, ran hardware test application ejected all pockets and cleaned debris, found empty pocket in drawer 3.1 and inserted into position b2 in failed drawer opened and checked no error found the issue was resolved. The error was due to bad pocket now it was removed. The fse checked all connections on drawer bus, adjusted retractor bands and removed debris. The system functioned as intended after the field service engineer repaired the device.